Event description:
It was reported that the device was used during a sleeve gastrectomy. It was reported that on the second firing, the surgeon was not happy with the way the staple lines crossed. The second firing was at the pyloric antrum. The surgeon felt like there could be the chance of leakage where they crossed. The second firing had seam guard on the cartridge and on the anvil. When he went to cut and refire, it stapled on only one side (lateral) and not on the inside. The procedure was completed by the surgeon sewing the remainder by hand with suture.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did the surgeon specify what the issue was with the two staple lines that crossed? Was a leak test done? What device was used? What is the current status of the patient?

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.